Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID 97755 recharger serial number: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a failure, poor recharge quality message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding their external devices. The reason for call was that they were having problems with the controller and the recharger. Patient stated that it was becoming more and more difficult for them to recharge the implanted neurostimulator (ins) as it would take 15 tries before the equipment would communicate with the implant. Pt said that the other day the controller was at 100% when they started recharging the ins. Pt said that the controller got down to 70% when a message then appeared saying to charge the controller very soon. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt did not see the controller green light come on. Pt confirmed that the battery pack was fully seated in the controller. Pt said that they had never seen green lights on the controller before. Agent had the pt unlock the controller. Pt said that it would take a few times to unlock the controller. Pt said that the controller would look like it was unlocking but it wouldn't actually unlock. Pt was able to unlock the controller during the call. Pt saw no device found appear. Agent had the pt initiate an ins recharging session. Pt saw no device found, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the three numbers appear as 82 82 82 on the trying to recharge screen, so agent had the pt reposition the recharger and pt then saw the numbers as 3 87 91. Pt then said that the recharger paddle would get so hot that it would burn their skin. Pt saw no apparent damage to the equipment. When asked for the event date, pt said that the recharger kind of steadily declined over the past two months and had gotten worse. Pt said that the controller just started acted weird. The issue was not resolved. An email was sent to the repair department to replace the recharger and battery pack. Pt noted that someone else implanted the ins and that they now see someone else at that same pain clinic. Pt noted that the ins was a miracle as it kept them moving; pt said that before the ins they were on the couch for a year and they couldn't walk or sit.